Event description:
Caller states customer had low blood glucose symptoms with result of 289 mg/dl obtained using expired test strips on the advantage system. Paramedics arrived 5 minutes later and customer tested 38 mg/dl on professional device. A second test was immediately performed using the advantage system; result was 219 mg/dl. Customer was treated with an IV (contents unknown) to raise her blood sugar up to 120 mg/dl on professional device. Caller also reports the use by date on the comfort curve test strip vial as 03/31/2009. Manufacturer's batch record confirmed the actual use by date to be 03/31/2007. Requested return of suspect device and replacement was sent.